Event description:
Health professional reported that after an injection of juvederm ultra, a patient experienced a vascular event occurring in the left side angular artery territory that presented ass redness and deep mottled discoloration of the skin. Hylase, warm compresses and nitrate patches were prescribed and two days later the symptoms had resolved.

Manufacturer narrative:
(B)(4). Device labeling notes: contra-indications. Do not inject into ther blood vessels (intravascular).